Event description:
Reportedly, the pacemaker implanted and found in back up mode at first interrogation. After reinitialization, pm battery impedance was found at 1.3kohm with duration < 3 years the day after, these values were found normal.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Analysis of the files provided led to the following observations : - the device switched in standby mode on (B)(6) 2022. The switch was triggered by the watchdog to restart blocked timers, possibly induced by an esd (electrostatic discharge) during the implantation. - the device was properly re-initialized on (B)(6) 2022. - the battery impedance value was relative high at the implantation possibly due to low storage temperatures of the device before the implantation. Batteries are very sensitive to temperature: the lower the battery temperature, the higher the internal impedance. After the implantation, the temperature rose to and stabilized at body temperature, and the battery impedance became correct. - based on available data, no issue is suspected on the subject pacemaker.

Event description:
Reportedly, the pacemaker was implanted and found in back up mode at first interrogation. After reinitialization, pm battery impedance was found at 1.3kohm with duration < 3 years the day after, these values were found normal.